Event description:
It was reported that during a total lap hysterectomy procedure, the device is malfunctioning due to the jaws not closing. The spring action stopped functioning. Unknown how case was completed. There were no adverse consequences for the patient. .

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.